Event description:
It was reported that the device exhibited <200 ohms lead impedance. Provocative arm movements were used to document an intermittent signal on the iegm. Stored iegms also revealed the intermittent signals. X-rays revealed a narrowing of the lead in the area of the first rib clavicle. Impedance was 108 ohms via an analyzer. The lead was found to have a "physical deformation" in the area that was seen on x-ray.